Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. An x-ray showed the lead had pulled back in the vessel. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was programmed to right ventricular pacing only at vvi 50. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.